Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing?---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? If so, when? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---yes, out of the patient. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? If so, what? ---no information. Did somebody other than the primary surgeon fire the instrument? If so, whom? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? Not on tissue. Was there any tissue damage? Na. If so, how was it repaired? Na. The analysis results found that the el5ml device (a, c) was returned sterile and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed and formed the remaining clips as intended. In addition, the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. No incident related to the reported event was observed during the batch record review. The analysis results of the el5ml device (b) found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one pear shaped clip was released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. A design change was implemented to minimize the occurrence of this issue. Please note the returned device was manufactured prior to the implementation of this change. In addition, the device locked out as intended but the orange indicator did not show up. This failure is not related to the reported event. It could not be determined what may have caused dropping or ejecting clip and difficult to fire issues. No incident related to the reported event was observed during the batch record review. Device b additional information: batch # h9298g, expiration date: 09/2016, manufacturing date: 10/2011.

Event description:
It was reported that during a laparoscopic procedure, the trigger could not be grasped and the 1st clip fell out when the surgeon intended to feed the clip into the jaws at the 1st firing. The device was removed from the patient and fired a few times out of the patient. Then, the jaw became not to open. The device did not clamp the patient's tissue. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: which firing of the device did this event occur on? 1st. What vessel or structure was the device fired on at the time of the event? Unk. Was the clip fully advanced into the jaws prior to firing?---no. Was there any torquing or twisting of the device present at the time of firing? ---no information. Was any unexpected resistance felt while firing the trigger? Yes. Were any unexpected noises heard? ---no information. Did anything unexpected happen prior to this incident? ---no information. Was the device fired after this incident in or out of the patient? ---yes, out of the patient. What were the indications for surgery? What was found? ---no information. Does the patient have any relevant history of surgical treatments? ---no information. Did somebody other than the primary surgeon fire the instrument? ---no information. Was there a recent conversion to ees devices in this account or with this surgeon? ---no information. Did the surgeon try to pull the trigger from the handle? ---no information. Is the surgeon aware that the firing trigger may need assistance in returning all the way forward? ---no information. How was the device removed? Not on tissue. Was there any tissue damage? Na. If so, how was it repaired? Na.